Event description:
Had both knees replaced (B)(6) 2009. Experienced sharp pain in both legs approximately (B)(6) 2009. Surgeon scheduled bone scan for both knees, which showed evidence of loosening. Had to have both knees replaced again (B)(6) 2011 and (B)(6) 2011. The first set of knees were zimmer, nexgen complete knee solution. Have since heard there is a recall on these knees. Dates of use: (B)(6) 2009 - (B)(6) 2011.